Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when cutting the surrounding vitreous body, it was found that the vitrectomy probe was unable to cut off the vitreous body (ineffective cutting), and there was only aspiration during vitrectomy surgery. The procedure was completed on same day after replacement of product with new one. There was no information about patient impact at the time of reporting.